Manufacturer narrative:
The insulin pump was received with frozen display. The insulin pump had no blank display noted during testing. The insulin pump had missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The customer reported that the drive support cap appeared normal. The customer reported that they were unable to complete the self test due to blank display. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.